Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had reset alarm. The customer also stated that the, insulin pump had unexplained no delivery alarm and reject the new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected reset alarm noted. (B)(4).